Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
There was no pt harm or medical intervention reported. Although requested, no additional pt or event details were provided by the customer.